Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl; cause was not known. Health care provider (hcp) considered ketone level to be dangerous. Manual injections were administered to address bg/ketones. Recommendation was made to consult with hcp to discuss diabetes management.